Event description:
It was reported that the lead was attempted but not used during the implant procedure. During the operation a blood clot blocked the lead so the guidewire could not be inserted for placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.